Event description:
Pt here for pump dc. No chemo seemed to have infused. The 5fu bag was completely full. No alert noted on the pump. The cadd solaris pump read 9 minutes remaining when pt entered the treatment room. After vitals and assessment, the pump alerted infusion complete, reservoir volume 0. Upon disconnecting pt and removing contents from pump bag, 5fu bag appeared to be completely full. Release latch slightly difficult to manipulate. White residue noted on bottom of pump where cartridge connects. No wetness or kinking noted in tubing. All clamps open. Pt states there were no alarms and pump seemed to be working properly. Pt noted 2 staff members had difficulty getting cartridge to attach to pump at time of connection. Pt did not receive 5fu for this therapy cycle and will not get additional dosing until next scheduled appointment.